Manufacturer narrative:
Evaluation of the device showed the shaft and tip are bent. The distal tip is also missing a small portion of the spike. The i.d. Of the shaft at the distal tip is scored on one side. The drill used to prepare the insertion site was also returned with the guide. The drill is scored at the distal tip, which corresponds with the damage to the guide. The condition of the guide is consistent with excessive force being applied.

Event description:
During a bankart repair procedure the guid bent and two anchors broke. The surgeon placed the drill guide in the shoulder, on the glenoid. The tip was buried to a position where the tip could be visualized by the surgeon. Drill guide was advanced and insertion site prepped. Anchor was inserted, surgeon attempted to pount it into place but the anchor fractured and was removed. A second anchor was attempted with the same result. The anchor and guide were extracted. The guide was noted to be bent and the surgeon surmised that it became bent when it was seated on the glenoid. The bent guide subsequently caused the anchors to fracture as they could not be pounded into the prepared site. Procedure was completed with competitors anchors. No patient injury or complications resulted. No significant delay occurred.